Event description:
The customer reported the fluoroscopic image was strange. Further information was received and indicated that the image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video connection at the lemo portion of the interconnect cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.